Event description:
The caller was un-responsive to his wife and has trouble breathing after 11:30am in january 2006. His wife took his glucose reading and it was 72 mg/dl. The paramedics were called and he was brought to the hospital. He was notified by his doctor that his glucose is 500 mg/dl. The caller did not state if the value from this doctor came from another meter or a laboratory. There is more than 10 minutes between the 2 glucose readings.